Event description:
The user facility reported that the involved angio-seal device dilator was extremely difficult to insert/snap into the sheath. After applying force, the sheath was properly placed in artery. Wire and dilator were removed. After inserting bypass tube, device was challenging to snap together and lock into position. Upon withdrawing device with back pressured. It was evident that the device failed, and everything was caught in the skin tract. Xray and ultrasound were used to confirm nothing was intravascular. Manual pressure was applied, and the patient was eventually discharged with no issues. Additional information was received on 24 oct 2023: the type of procedure that was being performed for the patient, prior to closure device was a lower extremity angiogram using a 6 fr sheath. A pre-deployment angiogram was performed. There was no blood loss. The patient is in stable condition. There were no concomitant devices used with the angio-seal. The user attempted to mate the locator and hub 3 times, it clicked but then came apart when inserting into patient. The locator was too loose and failed to stay in place. We were able to click the hub in place, but it separated after inserted into patient. Had to open another angio-seal closure device.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot # combination was conducted with no finding. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.